Manufacturer narrative:
The reported event of unexpected mode switch, unable to interrogate, unable to get lv output was confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at eos level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, and resulting in the reported events. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
During a follow-up, magnet response events were observed on the device when there were no magnets placed on the device. The device was interrogated, and it was found that the device was pacing inappropriately. Technical support was contacted and programmed the device's magnet response to be off and resolved the event. The patient is stable. Subsequently, the device went into back-up vvi (bvvi) mode. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient was in stable condition.